Event description:
It was reported to medtronic neurosurgery that a patient who was implanted with a strata ii shunt on (B)(6) 2011 allegedly had high pressure coming from the peritoneal catheter. According to the report, the patient developed symptoms of an infection and the valve was explanted. It was reported that purulent fluid was found around the valve.

Manufacturer narrative:
The catheter was patent, passed leak testing, and showed no anomalies. It is unknown what may have caused the reported infection. The instructions for use that accompany the device caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin". A review of the manufacturing and sterilization records showed no anomalies.